Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2138500, model: sc-2138-50, serial: (B)(4), batch: a12907.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration which was confirmed through x-ray. The patient underwent a spinal cord stimulator lead replacement procedure wherein on of the lead was surgically abandoned and a paddle lead was implanted. Explanted lead will not be returned.